Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0ydzt, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0ydzt, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0ydzt, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient will be traveling soon and wanted to be sure everything looks ok. An impedance check was performed and c <(>&<)>11, 8<(>&<)>11, 9<(>&<)>11, and 10<(>&<)>11 were found to be greater than 40,000 ohms; the rest of the pairs had a general rage of 700-1300 ohms. The hcp noted that during a visit on (B)(6), all impedances were ¿cleared¿ (meaning nothing showed out of regulation [oor]). It was noted that the patient is receiving satisfactory symptom relief and has not complained of any therapy issues. When the hcp was mapping the patient¿s therapy, it was noted that contact 11 was the only particularly effective contact which is currently the contact that has the issue; an open circuit was reported. No trauma or falls were reported to have caused or contributed to the event. No patient symptoms were reported. Additional information has been requested regarding cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.